Event description:
It was reported that patient received a vibratory alert two days post generator replacement. Non sustained oversensing was noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.